Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the ultrasound gastrovideoscope was cleaned thoroughly blood was coming out of the balloon channel, as there were problems related to the reprocessing noted. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the device evaluation also found a missing adhesive at the forceps cover. Based on the results of the investigation, it was understood that the foreign material was blood. However, a root cause could not be identified why the foreign material remained and why there was a missing adhesive. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures as to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following descriptions. Physical damage might be prevented by following these descriptions. [Warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.